Event description:
It was reported that the bd 20 ml syringe had a syringe needle connectivity issue . Verbatim: rcc received a complaint via email. Email(s) attached. Medline complaint #: 200700712 defect description: syringes do not connect medline part #: 23119 product description: syr cntrl 10ml l/l vendor part #: 304134 lot #: unknown date reported: 12/1/2025 sample received: no response needed: yes - incident reported to the FDA as MDR-30 day. Reference no. 1423395-2025-00210 additional information: which components are not connecting? Is there spinning/ loose connection at leur? The customer reported ¿there was no hole in the line the connections were checked etc. The syringes do not attach to fluid system well at all.¿ was this noted before use? No, during use. No impact to patient was there a leak noted? No has this syringe been used with this device before? Unk ¿ customer did not provide additional information

Manufacturer narrative:
E.1. Address was not located and il was used.this report is supplemental to previously submitted 3003152976-2026-00090. The product originally was determined to be manufactured by canaan but when the customer provided a photo, it was determined that the legal manufacturer was san agustin, and now has been updated to cuautitlan. This new MDR is being submitted to correct the legal site and to submit a MDR under the correct site registration number. A correction supplemental was submitted for 3003152976-2026-00090 stating the cancellation of the original MDR.two photos were received by our quality team for evaluation. Based on the photo alone, the reported incident could not be verified. It is does not allow us to determine the presence of a defect in the syringe that could prevent proper connection with the device. A device history record could not be evaluated as the lot number is unknown. A physical sample could assist our quality team in their investigation. Examination of the product involved may provide clarification as to the cause for the reported failure.